Manufacturer narrative:
Date of birth: unknown, not provided. Sex/gender: unknown, not provided. If implanted, give date: unknown, not provided. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens was explanted in a secondary procedure, as it was calculated incorrectly. A new lens was implanted. No further issues were reported. Additional information was received and it was learnt that the tecnis toric lens (+17.5 diopter) was explanted and a new tecnis toric (21.5 diopter) was implanted on the same day. Reportedly the reason for the miscalculation could not be explained. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.